Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the following suggested events were reproduced: phenomenon (1): it was determined that ¿image noise¿ occurred due to communication failure caused by cable failure. Cause of cable failure could not be identified; phenomenon (2): e238 is an error which occurs when abnormality occurred on the communication between endoscope and processor. It was determined that ¿e238 error¿ occurred due to communication failure caused by cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the specific point during the procedure when this issue was noted is unknown. However, the reporter did confirm there was no patient harm. He went on to note that this was both a diagnostic and therapeutic case, and another device was used to complete the procedure with only a 5 minute delay.

Event description:
The customer reported that his olympus hd 3cmos autoclavable camera head was experiencing a connection issue during use. According to the initial reporter, the contact was bad, and the unit was not functioning properly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a noisy image. This report is being submitted to capture the noisy image confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was displaying a noisy image and presenting an e238 error code due to a faulty cable unit. This component will require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.